Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the inside of the channel had a large scratch, which caused resistance when inserting/withdrawing forceps. However, a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "operation manual_ insertion_ using endotherapy accessories. Warning: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had a restriction in the channel; there was a big tear mark in the channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.